Event description:
It was reported that the patient had recurrent ventricular fibrillation with dizziness, shortness of breath, and chest discomfort. The patient was hospitalized, received implantable cardioverter defibrillator (ICD) work up, diagnostics performed, and the event was considered resolved shortly thereafter. The implantable cardiac defibrillator (ICD) and ventricular lead remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).